Manufacturer narrative:
The engineering investigation of the returned device stated the following: - the device was returned partially constrained between the zipper and the catheter with a foreign, spiraled wire, wrapped along the distal end of the endoprosthesis and part of the delivery catheter. - the zipper pattern was evaluated for any anomalies that could contribute to a failed deployment. The loops were intact and there did not appear to be any broken fibers or other abnormalities that could prevent the zipper from deploying. - after removing the foreign wire, the device was advanced over a 0.035¿ guidewire and deployed successfully without any higher than expected deployment force. As a result of the engineering evaluation and the removal of the foreign wire from the device, the device was able to be successfully deployed. However, it is unknown if the foreign wire interfered with deployment during the case or contributed to the physician¿s observation of the endoprosthesis not being able to open any more after deploying half-way. This evaluation could not determine, with the available information, why the physician was unable to complete endoprosthesis deployment.

Manufacturer narrative:
This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported the physician advanced a gore® viatorr® tips endoprosthesis to the liver. During deployment, the endoprosthesis only deployed about half-way when it was not possible to open anymore. The physician was able to pull it into the catheter and remove the device. A new device was used to complete the procedure. The patient was doing well following the procedure.